Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the left force sensing resistors (fsr) being out of calibration is unknown. To correct the condition, the fsr was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a left force sensing resistor (fsr) out of calibration. No additional information is available.